Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had scratches on the screen and they could not read it as well. The customer had to press the arrow buttons and the esc button harder when changing the battery about every two weeks. The reservoir sometimes felt loose but has not fallen out. The insulin pump had unexplained no delivery alarms and the customer would reset the battery when it happens. The insulin pump was more labored when rewinding and the customer stated that they might have seen an unspecified code error but could not remember for sure. The insulin pump recently did not warn them when the battery was low. The device will not be returned for analysis.